Event description:
It was reported that a user attempted to connect a freestyle libre 3+ sensor to the ilet bionic pancreas, but the sensor was already in use by another device and could not be paired to the ilet; the user was instructed to replace the sensor and start a new one from within the ilet app. No clinical signs, symptoms, or conditions were reported. Outcomes included no clinical impact, no alerts, and completion of troubleshooting and education. User support included customer support review and guidance on proper sensor pairing workflow. Investigation of this case revealed normal device function with improper use related to attempting to pair a sensor already bound to another device. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and pairing.